Event description:
It was reported that the patient experienced infection with an ambicor penile prosthesis (app) leading to it being previously removed. The type of infection was not determined but it was related to the device. There were no device malfunctions associated with the explanted device. A posterior procedure was performed in which a new spectra penile prosthesis (spp) was implanted. The patient was said to be fine following the procedure.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.